Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment revealed that the device was found to have a damaged housing and the connector pins were broken off. Therefore, the reported condition was confirmed. The assignable root cause was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery it was discovered that the electric pen drive device was "broken and not working.¿ there were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.